Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. It was reported that while attempting to reposition the clip, it deployed instead of opening up. The clip was tested outside the patient and guided through the scope before being placed on tissue. There were no patient complications reported as a result of this event.